Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial#(B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reports the batteries don't hold a charge on the controller or the implanted neurostimulator. Patient stated the controller is only holding a charge for maybe 3 days. Agent reviewed expectations of recharging. Patient service specialist had patient reset the controller. Patient confirmed the controller powered on without the battery pack. Patient then tried to charge the implant and the controller showed no device found. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt reports his device doesn't hold a charge since implant. Pt did not have setting details. Agent reviewed to have the ins checked to see why ins is not holding an implant.